Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Therefore, reported complaint cannot be confirmed.   A manufacturing record review was conducted. The production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There are no associated nonconformity reports or deviations. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected. A review of the complaints related to the production order was performed and the results revealed that this is the only investigation request issued for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Photo of the implanted lens was provided; results are pending investigation. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that after implantation of a z9002 intraocular lens (iol), the physician observed lens deposit and reported the patient''s vision is getting worse 20/70. In follow up with the physician he noted the patient is 20/50 and not able to drive. Also noted the patient has co-morbidity. The physician commented that he has lots of these lenses in but this is only a second incident; he had a similar case about 10 years ago in which he removed that lens and reported it. No further information was provided.

Manufacturer narrative:
Additional information received on 5/25/2016 for product serial # and patient data. Age/date of birth: (B)(6)1926. Sex/gender: female. UDI generated after serial number was obtained. UDI#: (B)(4). Catalog#: z900200220, serial#: (B)(4), expiration date: 08/31/2011. Implant date: if implanted, give date: (B)(6) 2006. Manufacturing date: 08/31/2006. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial report had incorrectly stated that the patient has co-morbidity. Correction: the physician reported that the patient has no co-morbidity.